Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: pump powers with returned battery cap. Eaw (B)(4) loss of prime warnings with a unidentified low force observed in black box. Exercised pump for 24 hours with a (B)(4) unit per hour basal program. No loss of prime or prime related warnings duplicated. Force calibration check passed. Removed pump case, force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.